Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported implant never worked for them. Patient stated the implant battery is now 7 years old and reported that the implant battery has moved. Patient reported it is causing a great deal of pain and expressed the need to have it removed. Patient currently don't have a managing physician. Patient requested for a list of physician who knows more about spinal cord stim. Agent email physician listing to patient. Agent redirected to hcp listing sent to them for further assistance. When asked for the event date, patient doesn't want to provide information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.